Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd eclipse¿ needle experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: material no.: 305891, batch no.: 2012005. Pharmacist successfully filled syringe with saline using bd eclipse needle, 25g x 1 inch. No problems detected at that time. When using same syringe and needle combo to dilute pfizer covid-19 vaccine, saline began to leak from side of needle and therefore entire vaccine vial needed to be wasted. This type of event has happened multiple times. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use who was affected? No person affected.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 6/28/2021. Investigation: a device history record review was completed for provided lot number 2012005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, a crack in the cannula component was identified. It has been determined that this incident resulted from the cracked cannula and that the defective cannula was caused by the cannula manufacturing site. Our cannula supplier has been notified of this incident and has identified several possible causes for the defective cannula. It is possible that the cannula crack resulted from failure in power supply during the welding operation, incorrect weld due to a misalignment, or the presence of dirt or grease on the steel strip surface during welding.

Event description:
It was reported that at least one bd eclipse¿ needle experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: material no.: 305891 batch no.: 2012005. Pharmacist successfully filled syringe with saline using bd eclipse needle, 25g x 1 inch. No problems detected at that time. When using same syringe and needle combo to dilute pfizer covid-19 vaccine, saline began to leak from side of needle and therefore entire vaccine vial needed to be wasted. This type of event has happened multiple times. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected.